Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device produced clips that did not close at all. The clip ejected out of jaw.